Event description:
The device was used during an unspecified procedure. Reportedly, the staples did not form properly. The hosp has reported no pt injury occurred.

Manufacturer narrative:
08/06/1999-supplemental report #1 sent to FDA. Device not available for evaluation.